Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad trace. No button error alarm noted. All operating currents are normal. No unexpected low battery, off no power or battery out of limit alarm noted during testing. Pump received with scratched lcd window, crack on top right corner near display window, crack reservoir tube lip and crack on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 18.5 mmol/l. The customer treated with manual injection for the high blood glucose. Troubleshooting was not able to resolve the issue. The device was returned for analysis.